Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "system error 220" was reproduced and confirmed through eval. This condition was caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 220" during an infusion. The duration of time that therapy was interrupted is unk, and pt injury is also unk.